Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: this complaint was received directly from (B)(6) health authority ((B)(6)), therefore no further information can be obtained beyond what is described in this complaint.

Event description:
It was reported that during the surgical procedure the (stapler) equipment was locked, which made it impossible to securely and effectively suture / close the intervened organ (stomach). The patient experienced a post operative fistula.